Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during support of the impella cp, there was groin site oozing overnight after a turn which started to lok better. Activated clotting times were supratherapeutic at that time and are therapeutic now. Later, it was reported that the patient skin tears on the patient¿s arms and legs which are attributed to the need for multiple blood transfusions. Two units of red blood cells were given. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The device was not received for investigation. Major bleed : the cause of the injury is most likely use related since activated clotting times were supratherapeutic at that time of the bleed and are therapeutic later on. Device history review: the device passed all the post sterile inspection checks.